Event description:
Sarkar, a., wharen, r.e., ryan j. Uitti, r.j. Novel cyst formation after deep brain stimulator placement: description of case and treatment. Poster at congress of neurological surgeons 2002 philadelphia. 2002. Summary/reported events: one (B)(6) male patient with parkinson¿s disease underwent bilateral deep brain stimulation (dbs) placement to the subthalamic nucleus (stn). The reporter stated that an immediate post-operative MRI demonstrated the location of the bilateral stimulators in or just inferior to the stn, with no hemorrhage or fluid collections. Seven days postoperatively, the patient reportedly noted that reappearance of right hand tremors. It was noted that during the next four months, intermittent right-sided motor difficulties required frequent readjustments for the left dbs. The reporter stated that four months post-operatively, new symptoms such as vertical diplopia and gait instability prompted an MRI revealing a 2.2x1.7cm, non-enhancing cystic lesion at the distal tip of the left dbs lead. The left dbs system was then entirely removed the cyst contents stereotactically aspirated, and the cyst wall biopsied. It was noted that no organisms were cultured from the dbs components or cyst fluid. The reporter stated that following the cyst drainage, the right-sided tremors dramatically improved with complete resolution of the diplopia and gait instability. It was noted that an MRI revealed near resolution of the left cystic abnormality. The reporter stated that the cyst was clearly associated with the dbs lead, but was not an abscess or hemorrhage. It was noted that the contralateral dbs system remained functional, in its original location, and unassociated with any radiological findings. The reporter stated that the patient continued to function well nearly two years after both operations. The source literature did not include any specific device information. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about additional information regarding the reported event. Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_ins_stimulator, lot# unknown, product type: implantable neurostimulator. (B)(4).